Event description:
It was reported through the litigation process that three years, seven months and thirteen days post a port placement via the left subclavian vein, the port hub was allegedly broken, and the catheter was allegedly fractured. It was further reported that the catheter fragment had allegedly migrated distally with proximal tip in the innominate vein and distal tip in the right atrium. Reportedly, the catheter fragment was snared out and the port was removed as well. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. The medical records allege that, for a patient in need to receive chemotherapy for gastric cancer underwent mediport placement was planned. A needle was used to access the subclavian vein on the left. Left side, once venous stern was noted, a wire was passed. Port was brought in and the wire was noted to be at the atriocaval junction. A four cm incision was made below the wire and a mediport placed after dissection of the subcutaneous tissues. Once the pocket was completed, a knife was used to enlarge the wire entry point. A dilator was used to open the tract and the mediport catheter threaded through this. A thirty cm port as again brought in and the catheter was retracted to twenty three cm which was noted to be at the atriocaval junction. The catheter was tunneled to the mediport, attached to the mediport and secured into place. There was a good on checking of the port with saline injection. The area was closed. Next a three cm incision was made below the umbilicus and the abdomen accessed via hasson technique. A second five mm port was placed to the right of this port and the abdomen was inspected. There was no evidence of carcinomatosis. The transverse colon was elevated and was looked in for any spread of disease. Once this was completed, washings were performed at the gastric area where there was a noted mass. Ports were removed from the abdomen. The area was desufflated. The hasson port was closed with suture. The patient tolerated the procedure well. Approximately three years seven months later the procedure, it was noted that the right mediport catheter has migrated distally with proximal tip in the innominate vein and distal tip in the right atrium. The patient was asymptomatic, denied palpitations and chest pain. It was noted that three months before interval surveillance computed tomography had similar appearance. So the same day of migrated device, removal of intravascular foreign body and port was planned. An ultrasound was performed demonstrating a right common femoral vein. A small incision was made. Access was obtained to the right common femoral vein using a micropuncture kit under ultrasound guidance. The access was upsized to a ten french sheath. The ten french catheter was advanced to the level of the intrahepatic inferior vena cava. An ensnare was advanced over a glidewire into the mid left subclavian vein. The snare was then retracted and the end of the catheter fragment was snared. The catheter was then removed through the ten french sheath. The sheath was removed. Hemostatsis was achieved. Attention was then turned to the left chest wall. An incision was made. The port was then removed using blunt dissection. The skin incision site was closed. Patient tolerated the procedure well. Successful removal of an intravascular catheter fragment and left subclavian vein port. Based on the medical record review the reported device fracture, migration and material separation was confirmed by the investigation. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2021), g2, g3, h6 (device, method). H11: b3, b5, h1, h6 (patient, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2021) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through litigation process that sometime later post port placement procedure, the catheter fractured. However, the current status of the patient is unknown.